Event description:
A report was rec'd that the pt had developed a small epidural hematoma. The pt reported weakness in her legs. The physician opened the incision, took the paddle lead out, evacuated any blood, and replaced the paddle lead. The physician inserted a drain to insure all blood was evacuated. The physician is unsure of the reason for the hematoma, but noted that the pt had a lot of scar tissue. The pt was reportedly doing well following the procedure.